Manufacturer narrative:
Insulin pump received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the motor, vibrator tube and battery tube assembly. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that he went into the pool with the device on. Device had a blank display immediately after it was exposed to moisture. Customer's blood glucose was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.